Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced a hyperglycemic event, with the device displaying a high reading and a fingerstick blood glucose measurement of 465 mg/dl, later reaching as high as 515 mg/dl. The patient was anxious and stressed during the call. The patient reported forgetting to remove the device while swimming but stated it was quickly placed in a pocket and remained within allowable underwater exposure limits. The device was removed afterward to dry, during which time blood glucose levels increased. When attempting to reconnect the device, the connector was initially attached incorrectly, resulting in insulin leakage. The patient subsequently reattached the connector correctly, after which blood glucose levels began to decrease. The patient then experienced continuous glucose monitoring sensor issues, including intermittent errors and a complete sensor failure, resulting in extended gaps without blood glucose readings for over two hours. During this period, blood glucose levels remained elevated for approximately 4.5 hours. After replacing the sensor, consistent readings resumed, allowing the device to provide correction doses. Device reports were reviewed, and troubleshooting steps were performed to confirm insulin delivery, including observing insulin drops and completing an infusion site change. No backup therapy, ketone testing, steroid use, or professional medical intervention was reported. The patient reported headache and anxiety but no severe immediate health effects. The patient felt improved and satisfied by the end of the interaction and declined follow-up contact. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.